Event description:
A 55-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure was informed that the patient's surgical resection incision was draining brown-colored fluid. A follow-up appointment was scheduled with the physician for the following day for re-suturing of the incision. It was noted that a similar complication occurred on (B)(6) 2025, prior to the initiation of optune gio therapy, at which time the incision was also re-sutured. Reportedly, the bacterial cultures obtained during the prior event showed no growth. On (B)(6) 2025, novocure was informed that the patient had experienced disease progression, entered hospice care, and optune gio therapy was permanently discontinued. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure opinion is that the contribution of the array placement to the wound dehiscence requiring medical intervention cannot be ruled out. Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).